Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the coil cap separated from the cover. The root cause was determined to be a manufacturing defect, which was compounded by stress and heat. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this issue has been investigated through CAPA.

Event description:
Baxter (B)(4) received a report that an intermate had a separated coil cap during the infusion. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and is currently under evaluation by baxter personnel. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.